Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2005 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2005. Model number/catalog number: sc-2218-50. (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was having panic attacks knowing that there was a spinal cord stimulator (scs) implanted inside the patient's body. The patient underwent an explant procedure. No further information could be obtained.